Manufacturer narrative:
The device was received for evaluation. Functional testing was performed. Processor printed circuit board flash testing was performed, and a delay was observed. A service history review revealed no issues that could have caused or contributed to the reported issue. During evaluation, the device had a delayed keypad response. The cause was identified to be the processor board, which will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.